Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigations request for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, there is no information that the lens was implanted and therefore unknown if explanted, only information provided is procedure changed to a vitrectomy. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a pcb00 20.0 diopter intraocular lens (iol), the procedure changed to a vitrectomy. The lens will not be returned. No further information was provided.